Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer&#38112;blood glucose level as the customer could not remember. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.